Manufacturer narrative:
The device was received for eval and overheating was duplicated during the quality investigation testing. Further eval revealed a broken balances rotor and core driveshaft. These parts and other component parts were replaced, cleaned and lubed.

Event description:
It was reported that a stryker core impaction drill overheated during a wisdom tooth extraction. No adverse consequences were reported as a result of this event. Another drill was used to complete the procedure without any procedure delay.